Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior, sharp broken plug strap and white particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening.